Event description:
Following insertion of a 5f introducer sheath, a spyglass pigtail catheter was advanced using a guidewire through the aortic valve and into the lv. After obtaining a measurement, a guidewire was placed and the catheter was removed without using force. It was noted the catheter detached and a section remained on the wire at the level of the common iliac artery. After exchanging the sheath to an 8f size, the catheter tip was salvaged. A snare was not used and surgery was not required. The left femoral artery was accessed with a 5f introducer sheath and angiography was completed. A pressure dressing was applied for 8 hours to the 5f site for 8 hours. There were no consequences to the pt.